Event description:
Reporter indicated that site's dell handheld computer screen became frozen after interrogation and on the programming screen. A soft reset was unable to resolve the problem, but a hard reset was never performed. Good faith attempts for retrieval of the handheld computer have been unsuccessful to date.